Event description:
The doctor reported that the pt bit down on the file during the procedure and the file snapped off. The pt was referred to an endodontist for treatment. At the time of this report there was no further pt info available.